Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Device was not returned to the manufacturer.

Event description:
The patient had two medtronic thoracic stent grafts placed with a visceral artery debranching procedure, which developed into a type b dissection in the proximal descending aorta. The patient was also experiencing a type iii endoleak between the two existing devices. On (B)(6) 2015 the patient was treated for the dissection with using a conformable gore tag thoracic endoprosthesis (tgu373715/14544237). It was reported that the physician positioned the endoprosthesis at the left subclavian artery with the wire on the outer curve of the aorta. During deployment it was reported that the device jumped forward approximately two centimeters covering the left subclavian artery. The patient had a bovine arch and the physician preformed a carotid/subclavian bypass procedure. The patient tolerated this procedure without further issue.